Event description:
During a sigmoid colon resection procedure, the staples were not present after firing. The surgeon applied another device. Additional tissue was resected. The hospital reported that the patient's status is satisfactory.